Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was 130 mg/dl at the time of incident. Customer stated that the insulin pump alarmed button error after it has been exposed to pool water. Customer also reported to have received a blank display and constant tone after the insulin pump was suspended and restarted. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump was received with blank display followed by an unexpected constant audio tone due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify unresponsive button or button error alarm due to blank display. Moisture damage keypad traces during visual inspection. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, stained end cap sticker and broken reservoir tube lip.